Manufacturer narrative:
The suspect device has been returned to olympus for evaluation but the receipt date is unknown at this time. The investigation is in process. The customer provided their cleaning, disinfection, & sterilization processes of the subject device. The customer reported aniosyme x3 is used as pre-cleaner when swabbing the device, soluscope serie 4 is the cleaning and disinfection method, paa and apc are the detergents and disinfectants used for manual and/or automatic cleaning, the treatment method of the pistons include a washer and are not autoclaved, prince medical, simple brush are the swabs used, soluscope dsc 8000 storage is used to store the endoscopes and the customer did not provided the name of the maintenance company for the endoscope. Olympus also sent the device for testing and the results showed less than 1 colony forming unit of microbes, unspecified microorganism. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during routine testing in reprocessing of the subject device, it tested positive for microbial contamination. The specific organism was not provided. No patients were involved.

Manufacturer narrative:
Additional information was received. Please reference updates to date of event and device available for evaluation. This report is being supplemented to provide additional information based on the device evaluation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including the electrical safety test failed, the light guide cover glasses was chipped, the distal end cover was cracked, the adhesive around the lenses were worn out, the bending section rubber glue was separated, the connection tube was wrinkled, the scope body and cover were cracked, the switch key one was cut, the universal cord had wrinkles, the metal contacts were scratched, the scope connector cover was corroded, and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information about the event was received from the customer. The customer sent the device for microbial testing. The device was tested (B)(6) 2021 and was positive for >100 colony forming units of pseudomonas aeruginosa in all channels. The date the endoscope was last disinfected was (B)(6) 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.